Manufacturer narrative:
D10: 300-62-03 - stemless humeral comp integrip, cage, size 3: (B)(6), 310-62-50 - stemless humeral head 50mm x 16mm x beta: (B)(6), 319-01-32 - steinmann pin sterile 3.2mm x 178mm: (B)(6), 531-20-00 - shldr gps rvrs drill kit: (B)(6), 531-78-20 - shouldr gps hex pins kit: (B)(6), a10012 - gps implant kit v2: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 66 yo male patient, who had a right tsa underwent a revision procedure approximately 4 years 11 months post the initial procedure. The patient was revised due to shoulder pain and suspicion of a shoulder infection. During the procedure, the humeral head and stemless humeral component were removed without issue. The glenoid was easy to remove as it was clear there was a mechanical failure of the plastic behind the glenoid in the central cage causing the loosening*. Upon removal of the central cage, the extraction device removed a little over half the length of the center cage. The surgeon couldn't remove the little amount of hardware left without causing additional trauma to the glenoid, so it was left in. All of the peripheral pegs were removed. She was able to perform the reverse tsa and work around the hardware that was still in the glenoid. Once all parts were removed, it was determined that an antibiotic spacer was not necessary, and the surgeon performed a reverse total shoulder using a competitor¿s devices. There was device breakage during the event ¿ the poly peg within the central cage was broken and left in to mitigate further trauma to the glenoid. There were no surgical delays reported. The patient was last known to be in stable condition following the event. An x-ray was provided. The explanted devices are not available for return as the hospital does not allow it. No device images were provided. No further information.